Event description:
During a paroxysmal supraventricular tachycardia ablation procedure a catheter electrode separation occurred. When the catheter was being removed from the coronary sinus, the electrode appeared detached from the catheter when in neutral position and attached when deflected. Before the catheter entered the cs the signal from that electrode displayed at 1-2 on the recording system. The catheter was visually inspected after removal and the electrode appeared only connected by wires. A new catheter was used for the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One 5f, decapolar, medium sweep, livewire ep catheter was received for evaluation. The distal tip of the catheter shaft was separated from the shaft and a rattling sound was noted within the handle. Upon further inspection, an absence of thread locker adhesive was noted, allowing the mount screw to loosen within the handle and the catheter shaft to over-deflect and separate.